Event description:
The account alleged, the bed was broken and blew fire. No patient impact.

Manufacturer narrative:
The technician investigated and found inside the power cord plug the hot and ground wires were out of their terminals and inside the casing was charred. The technician replaced the power cord to resolve the issue.